Manufacturer narrative:
The suspect dingus was returned to the manufacturer for evaluation. Visual inspection found that the dingus was bent, resulting in it catching on the allocated positioning slot. The bend resulted in the dingus not being able to pivot properly and thus resulting in the door closing issue.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a bent dingus blocking the door. The dingus was replaced. The replaced dingus was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that it was difficult to close the door. No patient was present during the time of the reported incident.